Manufacturer narrative:
During the course of the investigation, a review of the complaint history, manufacturing instructions (mi), quality control (qc) procedures and trends was conducted in addition to a visual inspection of the device. The complaint device was returned in a used and damaged condition, inspection of the device noted the sheath had pulled from the cap with the flare intact. However, the flare was slightly elongated along one side suggesting the device was subjected to tensile forces beyond its design strength. Manufacturing instructions for this device instruct to verify the size of the flare. Quality control inspection of the device requires that the flare on the proximal end of the sheath is caught securely in the fitting and that the sheath must not rotate within the fitting securement of the sheath within the proximal fitting is manually verified that the connection is secure. The instructions for use (IFU) pamphlet for this device inform the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. There is no evidence to suggest that the product was not manufactured per specification. Quality engineering risk assessment (qera) determined no risk reduction activity was deemed necessary. The root cause of the incident was determined to be user related. The appropriate internal personnel have been notified of this occurrence and we are continuing to monitor complaints for this failure mode.

Event description:
Info was provided that a pt underwent a procedure and during the extraction of the dilator, the vent got detached from sheath. Additional info provided on the complaint form stated that when pulling out the sheath, the valve broke off the shaft. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.